Event description:
The customer reported that while the unit was on a pt saline was spilled onto the unit and the unit had an electrical test failure #50. The pt was switched to another unit and therapy was continued. No pt injury was reported.